Event description:
Revision surgery due to Loosening.

Manufacturer narrative:
The agent reported LOOSENING. AGE 60 GENDER Male.Complaint has been evaluated and is similar to report number 1644408-2023-01066; 400-03-361, S810 - Device Loosening, Revision Surgery.Surgery If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.